Event description:
When the angioseal device was deployed, the automated tamp tube did not deploy with collagen plug. Had to manually release the tamp tube to get the collagen to deploy. Angioseal collagen plug worked appropriately and achieved hemostasis; the automation of the device is what failed. There was no untoward effect on patient. Patient achieved hemostasis and was discharged home without complications.